Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto® 3 system the anatomy was not "lining up" on the map. It was reported after famming with the pentaray catheter, that the anatomy was not "lining up" on the map using a medtronic achieve catheter. Caller stated that the physician relied on fluoroscopy and intracardiac echocardiography (ice) to continue the procedure. Caller stated the physician didn't want to remap to try to troubleshoot and chose to continue the procedure. Caller stated there were no errors on the carto 3 system. Caller believes the catheter was out of matrix which caused it not to be accurate. Caller also stated they were pacing the phrenic at the time which also would have affected the anatomy. Caller stated they did use ctrl p to check the patches during the procedure and everything was as it should be and didn't look like the patient had moved. Cardioversion was not performed until after we had finished the procedure. The patient was intubated and had not moved. Additional information was later received indicating the physician was using a non sensor based catheter (mdt achieve 8 pole) in an area with low visualization matrix (deep into the rspv) and noted the trajectory of the catheter did not line up with the fast anatomical mapping (fam) shell. Physician was told this scenario is not uncommon and we have seen it in the past. Instead of confirming the "shift" he decided to finish the procedure using ice and fluoroscopy. Further conversation was had with the physician about building matrix deeper into the vein for future cases which he agreed to. No error was displayed, patches front and back were well within their location from initialization. The issue was seen during ablation using a cryo balloon. The only measure we could use would be estimated from the hashed out achieve (warning of inaccuracy) to the shell which was roughly 3mm.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto® 3 system the anatomy was not "lining up" on the map. It was reported after famming with the pentaray catheter, that the anatomy was not "lining up" on the map using a medtronic achieve catheter. Caller stated that the physician relied on fluoroscopy and intracardiac echocardiography (ice) to continue the procedure. Caller stated the physician didn't want to remap to try to troubleshoot and chose to continue the procedure. Caller stated there were no errors on the carto 3 system. Caller believes the catheter was out of matrix which caused it not to be accurate. Caller also stated they were pacing the phrenic at the time which also would have affected the anatomy. Caller stated they did use ctrl p to check the patches during the procedure and everything was as it should be and didn't look like the patient had moved. Cardioversion was not performed until after we had finished the procedure. The patient was intubated and had not moved. Device evaluation details: an investigation was initiated by the manufacturer and data from the case was requested for investigation. However, full data was not available to investigate this case. As result, it was not possible to reproduce or analyze the issue. The root cause of the reported issue was not determined. The history of customer complaints reported during the last year and associated with carto 3 system # (B)(6) was reviewed. No similar additional complaint was found. A manufacturing record evaluation was performed for the carto 3 system # (B)(6), and no internal action related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).